Manufacturer narrative:
(B)(6).

Event description:
It was reported that coil protrusion occurred. The target lesion was in a mildly tortuous and mildly calcified artery. A 10mmx20cm interlock was selected for use. During procedure, the coil detached inside the microcatheter as the main coil and delivery arm became separated. The device was then removed together with the microcatheter, however the coil was protruding from the catheter's tip upon removal. The procedure was completed with a different device. No patient complications were reported.